Event description:
A trilogy evo o2 ventilator was returned to the manufacturer for service due to an allegation of failure in preventative maintenance. Valve error going out of range; intermittent error on flow sensor. There was no harm or injury reported. The device was not in patient use. The device was evaluated at a manufacture's service center. During the evaluation the device's solenoid valve and flow sensor was replaced to address the issue.